Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in september 2010 and performed to specification up to the (B)(6) 2015. The device records multiple manual power ons under 1 minute duration between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. This may suggest the user was regularly power cycling the device or the device was switching itself on and the user intervened to switch the device off. Investigation was unable to replicate the reported fault. The one minute time outs may suggest the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.

Event description:
There was no patient involved in this event. Device switching on automatically.